Event description:
Boston scientific crm received information that thiscardiac resynchronization therapy defibrillator (crt-d) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was unable to be interrogated. A visual inspection of the device noted crush marks and surface scuffing across the printed surface of the device. Denting and scratches were only present on one surface and the sides of the device. Analysis concluded extensive physical damage was noted to the exterior of the device which was consistent with internal damage. This could impact the result from any additional testing; therefore, no further testing was performed.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.